Event description:
It was reported that after an arthroscopic surgery approximately 2 months ago, a recent x-ray showed evidence of foreign body in the patient's knee. Foreign material was surgically removed 4 days after the x-ray.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The reported device was not received for investigation; therefore the reported failure cannot be confirmed. The complaint will be closed without a detailed investigation report and based on probable root cause. In the event that the device is received, the complaint will be reopened and the investigation will be updated with the new results. Probable root cause for the reported failure involving this device could have been caused by: thermal destruction of epoxy. Third party repair. Improper epoxy. Laser welding. The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. The device manufacture date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that after an arthroscopic surgery approximately 2 months ago, a recent x-ray showed evidence of foreign body in the patient's knee. Foreign material was surgically removed 4 days after the x-ray.